Event description:
It was reported that during a device replacement externalized conductors were observed. The electrical parameters were tested and no anomalies were observed. The lead remains implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.